Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero needless connector had flow issues the following information was received by the initial reporter with the following: it was reported by the customer that patient was getting chemotherapy through her port and the pump kept alarming occluded. They went to pull back on the lumen to get blood return, then flush but the lumen was very slow to pull back and would not pull blood past the cap, into the syringe. After multiple attempts to pull back the blood, and even push a flush in to the lumen, they then decided to try and change the maxzero. When they took the old maxzero off there was blood inside the cap that had clotted, and when removing the old cap a large blood clot came with it.